Event description:
It was reported that a female patient underwent an unspecified breast implantation procedure with a mentor memorygel breast implant 400cc and experienced rupture on the right side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jan 11, 2023, additional information was received indicating the date of event was (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
See h11 for correction details. Manufacturer¿s reference number: (B)(4). On (B)(6) 2022, it was noticed the following information was incorrect in the previous report: g2. Is report source foreign was erroneously marked. The initial reporter country code is USA.

Manufacturer narrative:
On dec 2, 2022, additional information was received indicating the devices were discarded post-explantation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On nov 1, 2022, additional information was received indicating the patient also experienced bilateral capsular contracture baker grade ii. The date of explantation was identified as (B)(6) 2022. This report is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).